Event description:
It was further reported that the patient had no additional concerns with their therapy/devce at this time.

Event description:
It was reported that the day after the patient used a weed eater, they experienced vibrating and tingling in their tail bone area. It was uncomfortable to sit, stand or lay down. The patient checked the "vibrator" but it was off. Additional information was requested.

Manufacturer narrative:
Lead: 39286-65 serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4). (B)(4).